Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient complained of chest pain. Echocardiogram showed the patient experienced pericardial effusion. The clinician made the decision to stop the implant procedure of the left ventricular (lv) lead. The patient received medications and stitches to stop the bleeding. Further information was received indicating the event is related to the catheter and not lv lead. The patient also required a prolonged hospital stay. The patient is enrolled in the adapt response clinical study. No further patient complications have been reported as a result of this event.